Event description:
The customer reported that the pull tab slider is damaged on both side a & b panels. This was discovered while the patient was inside the canopy and there was no patient injury reported.

Manufacturer narrative:
(B)(4) (zipper damage). Results: evaluation of the returned product found that on panel side a, the zippers slider body is open. (B)(4).